Event description:
Reportedly, the lumen of the catheter seem to be interchanged. It appeared that the injectate was connected to the blue injection lumen, and fluid doesn't appear proximal but appears distal. It was further stated that at the yellow lumen, the fluid came out of the proximal port. No pt complications were reported.

Manufacturer narrative:
Device not returned.